Event description:
It was reported during an ablation procedure, there was a handle leak.

Manufacturer narrative:
Functional testing of the returned catheter revealed it successfully passed the rate test, pressure drop testing and the ablation simulation testing. The reported handle leak could not be confirmed. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. (B)(4).